Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one endo clip ii med/lrg 10mm pistol grip single use clip applier. The instrument was partially applied with sixteen remaining clips. No visual abnormalities were observed with the instrument. Functionally; the handle was cycled and the shaft moved away from the device body. The handle was released and the shaft moved back in. The shaft did not rotate. The jaws did not close. The device was disassembled to reveal a damaged component. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a component error was identified during product analysis. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, pre-operatively, the device¿s jaws was unable to close. No patient involved.